Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared to his feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the product issue began on (B)(6) 2017 at 9:30pm when he allegedly obtained a blood glucose result of ¿a little over 300mg/dl¿ using the subject meter which he felt was elevated compared to his feelings and/or usual results. The patient manages his diabetes using an insulin pump and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿coma convulsion¿ sometime later on (B)(6) (actual time not provided) and the emergency services (ems) were called to the patient¿s house. The patient¿s blood glucose was measured using an ems meter with a result of 30mg/dl (time not known by patient) and the patient was given a glucagon injection by an hcp and taken to hospital in response to the alleged issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure, and the test strips were stored correctly and within expiry. The csr noted that the patient did not have any control solution. The csr was unable to obtain the meter serial number or test strip lot number as the patient did not have the products with him at the time of the call, therefore no product return or replacement at this point. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the subject device. The alleged meter issue could not be ruled out as a cause or contributor to the event.